Event description:
It was reported a 4fr sl PICC kinked just within the insertion site. Add info rcvd (B)(6) 2022: kinked at 7.5 cm discovered via xray when unable to flush or aspirate PICC was there patient harm reported?: some discomfort in arm placement date (B)(6) 2021. Placement info: placed in pt on 5g 17 (renal unit). What type of catheter securement was utilized: bard statlock.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked catheter was confirmed. The product returned for evaluation was one 4fr d/l provena powerpicc solo catheter. Usage residues were observed throughout the sample. A permanent kink impression was observed between the 7cm and 8cm depth markings. The sample kinked preferentially at the site of the kink impression during manual manipulation. Microscopic inspection of the sample revealed material wear and discoloration in the vicinity of the kink site. The kink impression and preferential kinking were consistent with sharp bending of the catheter shaft. The location of the kink suggested that catheter insertion or securement technique may have contributed.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refr1447 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refr1447) have been reported from the same facility.

Event description:
It was reported a 4fr sl PICC kinked just within the insertion site. Add info rcvd (B)(6) 2021: kinked at 7.5 cm discovered via xray when unable to flush or aspirate PICC. Was there patient harm reported?: some discomfort in arm. Placement date (B)(6) 2021. Placement info: placed in pt on 5g 17 (renal unit). What type of catheter securement was utilized: bard statlock.